Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome rx 39 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during procedure, as they were about to exchange the jagtome rx 39, the proximal part of the exposed cut wire broke but the wire still remained attached to the catheter at the distal end. The procedure was completed with a second jagtome rx 39, using the same generator and active cord. There was no user injury nor any patient complications reported as a result of this event.